Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the external neurostimulator came undone from the belt. They didn't feel it was working due to them not feeling the fluttering anymore. They also reported that they weren't feeling well and had pain from the procedure. On (B)(6) 2017, the patient stated they weren't sure why they had a bad night on the night prior and felt drowsy for some reason. On (B)(6) 2017, they reported the external neurostimulator (ens) batteries were low, but noted they were scheduled for the permanent implant the next day. On (B)(6) 2017, it was reported that patient had a red and swollen pocket and patient was being treated with antibiotic. No further complications were noted/anticipated.